Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 1:00 am, the patient¿s cgm was reading low (less than 40 mg/dl) while the bg meter was reading 115 mg/dl. The patient calibrated the cgm device but it still showed low (less than 40 mg/dl). The patient then went back to sleep. Around 11:45 am, the patient¿s cgm was reading 97 mg/dl and her bg meter was reading 367 mg/dl. The patient was disoriented, nauseous and vomited twice. The patient¿s father took her to the emergency room (ER). She also removed her cgm device due to the inaccuracies. Around 12:15 pm, the patient got to the ER. The patient¿s bg meter reading was 379 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids. After 4 hours of fluids and observation, the patient was discharged home. The patient felt ¿normal¿ at the time of report. Data was evaluated, and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.